Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2016 with the following findings: during investigation, a visual inspection of the pump revealed evidence of moisture behind the display lens and in the battery compartment. The battery compartment was found to be cracked in multiple areas. A leak test was performed and a battery compartment leak was found. Unrelated to the complaint, investigation revealed that the display screen was blank and the vibration feature did not function when the pump was powered up. The pump was opened and there was evidence of moisture throughout the inside of the pump and on the vibration contacts. Further testing was not able to be performed due to the blank screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing condition (moisture ingress) issue. It was reported that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.